Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed. There was no reported impact to the reported blood glucose. As the pump supplies were changed, tandem technical support was unable to determine a cause of the occlusions.